Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The right plunger case was cracked. There was a check clutch/ plunger lever error in the event history log (ehl). Multiple flow/occlusion tests were performed. The reported product problem was not reproduced during functional testing. The pump was found to be operating within specifications. The customer reported product problem was verified on the basis of the ehl findings. The clutch halves, leadscrews and spring were replaced as a preventative measure. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that during preventative maintenance the medfusion pump failed the occlusion test, and the clutch slipped. No patient injury or complications were reported in relation to this event.